Event description:
Boston scientific (formerly guidant) received information from the patient's wife that he received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. It was noted that the patient passed away two days after the endograft was implanted. The patient's wife made reference to implant defects with the device, however, did not specifically state that this was the cause of the patient's death.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.